Event description:
Tubing in thoracentesis sterile tray was noticed to be kinked and not functioning correctly by the technician and had to be changed out with another sterile tubing set to proceed with the exam. Upon investigation of the trays with the same lot number, all trays in our inventory had the same issue and could not be used.